Manufacturer narrative:
Follow-up with evaluation results which determined the problem could be duplicated and no malfunction was found.

Event description:
It was reported via repair work order that the bed had phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.